Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. Additional information indicated that the after the lead was extracted, the lead was noted to have some fibrosis on the end if it and it may have been the cause.